Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item number: 00-6250-065-35, item name: trilogy bone screw, lot number: unknown, item number: 00-7850-012-00, item name: verysys advocate stem, lot number: unknown, item number: 00-8018-036-03, item name: versys femoral head, lot number: unknown, item number: 010000663, item name: g7 acetabular shell, lot number: unknown.

Event description:
It was reported that the liner would not seat with the cup during an initial hip replacement. Another device was utilized. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed via visual inspection. Visual inspection showed deformation to the scallops around the liner, also there were two indentations on the outside radius of the liner. Complaint description suggest that the screw was fully seated prior to inserting the liner; however there are indentation marks on the outer surface of the liner likely from the liner impinging against the screw. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.